Manufacturer narrative:
Product event: (B)(4) patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a breast oncology case, while the scrub tech was cleaning the plasmablade device tip, the coating flaked off. The tech reported cleaning it abrasively until the coating peeled off. Nothing fell into the patient.